Event description:
Information received that the bed head would drift down. No injury reported.

Manufacturer narrative:
Technician found the bed in ICU. Transported bed to repair area. Found the head h/l selenoid valve was not working - would slowly drift down. Replaced the head h/l selenoid valve to resolve this issue.